Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the hypotube of the device. A hypotube break was identified at 73.5 cm distally from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
Reportable based on device analysis completed on 23jun2020. It was reported that the device was unable to cross lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx2.50mm woverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed hypotube break.